Event description:
Customer reported experiencing a cartridge alarm 20 during the loading process of an out-of-warranty pump. There was no adverse impact to the customer's blood glucose level. It was determined that the alarm occurred because the customer removed the used cartridge prematurely and was subsequently educated by the support team on the proper procedure. As the customer's pump was out of warranty and no backup therapy was available, technical support arranged for a replacement pump. Customer was advised to contact their healthcare provider for backup therapy options.